Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient was presented with a left lower extremity artery occlusion. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced along with the guidewire for dilation. During inflation, the balloon burst and could not be dilated. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the sterling sl was returned for analysis, and investigation was completed on 20nov2025. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 10mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The patient was presented with a left lower extremity artery occlusion. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced along with the guidewire for dilation. During inflation, the balloon burst and could not be dilated. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.